Event description:
A caller reported that a malfunction occurred on their pump after attempting to charge it, with a malfunction code displayed on the device. There was no adverse impact to the customer's blood glucose level as it did not exceed critical levels. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur afterward. The caller was advised to continue using the pump and was instructed to contact support again if the issue reappeared.